Event description:
It was reported that "during the case due to the size of the prostate the doctor had to bury the fiber in the tissue. While doing this the cap came completely off the fiber at 65,480 joules. The cap was retrieved and the case continued with a new fiber. After about an hour or so the cap on this new fiber came loose and the fiber kept overheating at 279,945 joules, as it was laying against the inside of the fiber cap". The procedure was completed with a third fiber. Patient outcome: "no injury to the patient". This report is for the second fiber.